Event description:
It was reported that the customer had a fill tubing anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that after filling tubing it takes him back to the rewind screen and he is not able to move from there. The customer was transfer to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.